Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. H6: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery on. Approximately 25 days after, an additional surgery was performed for patella resurfacing. Attempts have been made and no further information has been provided.